Event description:
During a lap chole procedure, the clips did not fully form on multiple firings. The firing was over the cystic duct, standard conditions. Unk if the surgeon had to perform a cholangiogram. Pulled a competitor clip applier to complete the case. No patient consequence.